Event description:
It was reported that cartridge leaked insulin at o-ring. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge and successfully resumed insulin therapy.